Event description:
The event is reported as: "pt on a medical ward was prescribed 98% oxygen in his final stages of life. Nebulizer was set correctly. Pt was moved to a side room and subsequently died". "On removal it was noted that the nebulizer was now set at 28%. Customer states that user error at play as nurses did not check the correct dosage still being delivered. The oxygen rate was altered by mistake."

Manufacturer narrative:
The DHR (device history record) review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed. According to the info provided on the complaint description, the change on the oxygen concentration percentages happened because of a manipulation of the nebulizer and not because there was an issue with the device. No corrective actions were taken.